Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not complete the air removal step prior to filling the cartridge. Tandem technical support educated the customer on properly removing air during the load sequence. The customer declined to load a new cartridge. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.